Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was red cell hang up and erroneous results. This event occurred 3 times. The customer stated: "after centrifugation, the tube was found to have a red cell hang up issue. The quality of the serum obtained was not high, which affected the detection results."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 367406. Lot/batch #: 1358481. Bd had not received samples, but (B)(4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up and poor serum was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for red cell hang up and poor serum was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure, red cell hang up/poor serum, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell hang up and poor serum based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was red cell hang up and erroneous results. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "after centrifugation, the tube was found to have a red cell hang up issue. The quality of the serum obtained was not high, which affected the detection results."